Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that upon completion of a chemo infusion, the IV line was noted to be dripping from the distal injection site, leaking onto the patient's clothing and skin. The skin was cleansed, the patient denied itching or burning, and no redness or swelling was noted. The patient was discharged to home with instructions to remove the upper clothing at home and to rewash the skin. The customer examined the tubing and noted that with very little pressure on the saline bag he could simulate the leakage with fluid rapidly leaking out of a smartsite valve. There had been nothing attached at that injection site. There was no patient harm.